Event description:
During a peg placement procedure, the physician attempted to pull the peg through the plastic part of the puncture cannula. The cannula was compressed and they were unable to pull the peg through it. The peg was surgically removed. The procedure was not performed using fluoroscopy.